Event description:
Additional information received reported that the patient had three open circuits. The hcp could not determine on x-ray if the extension was the cause of the open circuit as the patient's right extension was difficult to see on x-ray. It was noted that the patient's symptoms began after having back surgery, and it possible that the extension was damaged during the surgery.

Event description:
Additional information. The patient's health care professional stated the patient was seen on (B)(6) 2012, and the patient had the same complaints regarding the shocking at that time. X-rays were normal but impedances were high. The hcp stated a possible lead revision was discussed with patient. No further details were provided.

Event description:
It was reported the device shocked the patient and did not help the patient. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information received from the hcp reported that the patient was last seen on (B)(6), 2012, though the hcp spoke to her by phone on (B)(6), 2012. At some point the hcp offered to revise the system, but the patient stated 'she was too old for surgery'.

Manufacturer narrative:
(B)(4) - lead model 3387-40, lot #n25027a, implanted: (B)(6) 2001, extension model 748240, serial #(B)(4), programmer model 37642, serial #(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the shock would start at the patient's head and go down her arm.